Event description:
It was reported that the patient experienced infusion set fell off during use event on 06 jun 2026.

Manufacturer narrative:
MDR 3003442380-2026-46866 / initial 4 of 4. Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.